Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 535cc mentor memorygel breast implants and experienced baker grade IV capsular contracture, rupture and device migration on the left side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on (B)(6) 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the two images provided in the complaint, the implant was observed ruptured. Additionally, scar tissue was noted next to the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 27, 2020, mentor became aware that the patient also experienced several unexplained systemic symptoms, including pain and burning. The root cause of the patient¿s symptoms is unclear. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's left-sided device. Reason for device explant and/or reoperation: capsular contracture, rupture, device migration and generalized illness. Manufacturer's reference number: (B)(4).